Event description:
It was reported that the ventricular lead was post-sensed t-wave oversensing. The patient received inappropriate high voltage therapy. This was resolved by decreasing the ventricular sensitivity.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.